Manufacturer narrative:
Product not available for evaluation.

Event description:
Broke tooth (tooth fracture). Oral-b toothbrush hard on teeth device physical property issue). Case description: a consumer reported that they, a female age (B)(6), used oral-b bruashheads, version unk toothbrush head refill in her oral-b power smart series 5000 healthy clean model 3762 rechargeable toothbrush handle; once daily for timed amount, intermittent frequency between (B)(6) 2012 and (B)(6) 2013 and reported that the brush was too hard on her teeth and on (B)(6) 2012 a piece of her tooth broke off while using the toothbrush. The consumer visited her dentist the (B)(6) 2013 and the tooth was repaired. The consumer reported that she tried the toothbrush again and it broke the piece of tooth that was repaired by her dentist. The consumer discontinued use of the product. The case outcome was not recovered/not resolved. Past medical history include: allergy - none - has intolerances only. No further info was provided.